Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for routine generator change on (B)(6) 2021. After opening the pocket and externalizing the pulse generator the atrial lead was observed to have unacceptable capture thresholds when testing through the pacing system analyzer. Therefore, the physician elected to cap and replace the lead on the same procedure on (B)(6) 2021. The patient was in stable condition.